Manufacturer narrative:
Investigation of the device was unable to replicate the alleged issue. However, the investigation found the battery was loose. The mechanical stack up of the waa relies on friction between the battery, usb connector and rf connector to keep the battery in place. Over time, the battery deforms and as a result, the friction is lost. Therefore, the battery is no longer held in place. Additionally, the transmitter assembly housing screws were loose. The investigation also found the antenna was damaged as the orange x in the dipole array rectangular antenna was torn. Thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 32.2°c, internal thermal temperature while charging: 37.9°c, outside thermal temperature while operating: 31.3°c, internal thermal temperature while operating: 34.4°c. The outside thermal temperature while charging was 32.2°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications.

Event description:
The patient reported their transmitter assembly was getting hot and caused a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly. The patient was re-instructed how to use the device and is doing ok.

Event description:
The patient reported their transmitter assembly was getting hot and caused a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly. The patient was re-instructed how to use the device and is doing ok.

Manufacturer narrative:
The device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The root cause of the event could not be determined and the alleged issue could not be confirmed. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in product not returned. Product not returned rates remain acceptably low; thus, CAPA is not required. Product not returned will continue to be tracked and trended.